Event description:
The customer reported several of the x-ray detectable sponges have been sticking to the packaging. This requires vigorous shaking to get them on the sterile field; also causing fraying of the sponges.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) showed no issues were identified. The lot passed all the required in-process verification activities. No samples or pictures were available for evaluation. The complaint could not be confirmed. The root cause could not be identified. No action plan is recommended. This complaint will be used for tracking and trending purposes.